Event description:
Reported as: unsuitablitiy of the port access".

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is asumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjstment to aviod puncturing the tubing which connects the access prot and band, as this will cause leakage and deflation of the inflatable section."